Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "x-ray show fractured poly". Revision surgery performed.

Event description:
As reported: "x-ray show fractured poly". Revision surgery performed.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the sliding core was returned with one of the four sides broken. The insert shows very high deformations as well as a significant material erosion on either the posterior side or the anterior side of the implant, which proves that high mechanical loading has been applied to the implant on an extended period of time. Since x-rays were provided, the opinion of a medical expert was requested. His statement is the following: "a root cause is hard to give. From the x-ray it looks like the foot is not in correct alignment with the lower leg, this might have given additional pressure on the poly, which might have added to the recent breakage. However, in most cases breakage of the poly will be due to multi-factorial reasons. We do also have to take into account the time period. The poly seems to be relatively old, 11 years, all devices and especially prosthesis and it is components have a finite lifetime as well. No additional causes are identified, given the limited information we have." The root cause can therefore be attributed to both the user and to normal wear. Indeed, the mal-alignment of the foot with the lower leg, in addition to the 11 years of mechanical loading on the implant could have caused the poly to break. A review of the device history was not possible because the lot number was not communicated and the returned device was so deformed that no identification could be performed. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.